Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was complaining of the location of the ins because it was at her beltline. The rep reported that a pocket revision was done on (B)(6) 2018 to rotate the ins in the pocket so the ins sat below the beltline. The same pocket was used. The issue was resolved. No further complications were reported.